Event description:
It was noted on (B)(6) 2013 that this lead was explanted due to fracture. The physician was dr. (B)(6) at (B)(6) hospital in canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).